Event description:
It was reported that during a percutaneous intervention (pci) procedure gauge issues were noted. An (B)(4) inflation device was used "several" times with an unknown balloon to predilate an unspecified lesion. An unknown stent was implanted. Post dilatation was performed with the same balloon used for predilation; however, the physician felt resistance and it was noticed that "pressure did not go up". The procedure was completed with another of the same (B)(4) inflation device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed no anomalies. The unit was functionally examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure gauge issues were noted. An (B)(4) inflation device was used "several" times with an unknown balloon to predilate an unspecified lesion. An unknown stent was implanted. Post dilatation was performed with the same balloon used for predilation; however, the physician felt resistance and it was noticed that "pressure did not go up". The procedure was completed with another of the same (B)(4) inflation device. No patient complications were reported and the patient's status is good.